Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2014. Approximately 9 years and 2 months later, on (B)(6) 2023, the patient underwent a revision due to prosthesis wear. The patient has experienced pain, joint effusion, osteolysis, synovitis and discomfort. No further issues or complications were reported. There is no device return. There are no photos or other images of the device provided. The patient was transferred to the recovery room in stable condition. No additional information is available.

Manufacturer narrative:
Report number: 1038671-2024-00089. G4: 510k number is unknown due to the specific device not being reported. Multiple MDR reports were filed for this event, please see associated report: 1038671-2024-00089. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.